Manufacturer narrative:
(B)(4). Batch #: unknown. Investigation summary: as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an abdominoperineal resection while working on the dissection out the rectum, while sitting down below at the rectum, the surgeon noticed smoke near a spot on the drape where the device cord was laying/draped. A small fire erupted on a towel that was between the patient¿s skin and the drape, approximately six inches superior to the use of a cautery pencil. Upon initiation of the cautery pencil, in about 2-3 seconds after, the surgeon noted the smell of something burning. The flame was noted to be about an inch high after the drape was picked up and immediately extinguished. No harm to the patient. The first portion of an abdominal/perineal robotic case was completed and the pelvic area re-prepped. The drape is then placed. Possibility prep had leaked with gravity to the towel, prep fumes possibly igniting upon cautery ignition. The surgery was delayed by 15 minutes. There were no fragments generated. Case completed with another device of the same product code. No other medical intervention was required.